Event description:
The facility reported an infusion pump that failed while infusing heparin, ciprofloxacin, and sodium chloride (normal saline) on a patient. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.